Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the image acquisition system (ias) was not booting up. The motion charger board and batteries were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the image acquisition system (ias) pendant on the imaging system would not turn on. The battery levels were fluctuating, so the representative disconnected the umbilical cable and all lights on the ias went out. The mobile view station (mvs) was working normally, but the ias would not power on. The representative reported that the system had not been used in 6 months and had not been stored plugged in. There was no patient present when this issue was identified.